Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 07:40pm the meter displayed an error message, "possibly not enough blood on strip." The patient manages her diabetes with an insulin pump and increased the dose of her medication at 07:42pm on (B)(6) in response to the alleged issue. The patient reported that she developed symptoms of "dizzy, shaky and blurry vision" one hour after the alleged issue, however denied receiving any medical intervention. During troubleshooting the cca noted that the issue was resolved when walking the patient through testing process. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.